Manufacturer narrative:
Concomitant medical product: a2dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) has been implanted for just over four months and the longevity estimate is only three years. Additionally, the right atrial (ra) lead has been experiencing chronic low impedances, the threshold has increased, and there are small p-waves. It was observed that the atrial capture management (amc) has not been running for a while but yet it is still programmed to adaptive and still trying all day to complete. It was suggested to manually reprogram ra lead so that amc does not run continuously. The ipg and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. Analysis of the device memory indicated a p-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.